Event description:
I used renu with moisture loc contact lens saline solution from 10/05/05 through 04/10/06. I had experienced blurry vision, extreme discharge, watery eyes. I went to emergency room and I was diagnosed with a fungal infection. I was prescribed tobramycin, and vigamox, I was told I had corneal scarring. I was told to stop using renu with moisture loc immediately.